Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were underfilling. No report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Evaluation/testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were underfilling. No report of injury or medical intervention.